Event description:
Patient had bd nexiva 20g IV placed in left antecubital vein. Patient went to CT with IV contrast. CT tech notified the registered nurse that during the scan, the pts IV "did something weird", describing it "blowing up like a balloon" but said that the line was not infiltrated. Upon assessment by nurse, it was found that the IV tubing appeared to be melted, like the walls of the tubing collapsed. Patient was complaining of pain at the IV insertion site, with site appearing swollen and tender. Ac appeared swollen and tender. No attempt was made to flush through the tubing, IV was immediately removed.